Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 150 mg/dl. Blood glucose level prior to admission was over 400 mg/dl, which was treated with insulin pens. Customer stated that the insulin pump had a blank display and she had been unable to bolus prior to the hospitalization. The customer reported that she was wearing the insulin pump at the time of the hospitalization. The customer was shipped a replacement battery cap. The insulin pump was not replaced or returned for analysis.